Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally customer had issues with loading insulin into the cartridge. There was no reported impact to the customer's blood glucose. Customer declined troubleshooting with tandem technical support.